Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump housing was damaged resulting in pump being vulnerable to water damage. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.